Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that during system bootup/pc bootup/tsm bootup it was observed a high mask leakage with limited functionality. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 26nov2025, it was confirmed that the leakage rate was excessively high. The customer inspected the mask, pipe, and settings, but none of these actions resolved the issue, and no specific diagnostic code was recorded. A diagnostic report (drpt) was not able to be obtained. Since troubleshooting did not identify or resolve the source of the problem, the unit was not repaired and was ultimately scrapped. As a result, no performance specification testing was conducted, the unit could not be confirmed to meet specifications, and the ventilator is not back in service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.